Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the image froze. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.